Event description:
It was reported to philips the device will not discharge in synchronous mode. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site to evaluate the noted issue. Upon evaluation of the device, the reported issue was not reproduced. From conversation with the customer, the fse determined the issue was caused by the nurse's operation problem as she did not understand the working principle of the synchronous cardioverter and the r wave was not monitored. There were no ECG monitoring strips or patient event files available for philips to review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. The fse provided the nurse with a training video to instruct on proper use. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).